Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the empty box packaging for this size device. The actual stent balloon catheter was not returned for analysis. As the device has not been returned, the a technical analysis could not be performed.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred.while unpacking the 3.00x28mm liberte bare stent delivery system (sds) it was noted that the stent had dislodged from the stent delivery balloon. The stent was found loose in the package and did not come into contact with the patient. The procedure was successfully completed with a different device with no patient complications reported.

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While unpacking the 3.00x28mm liberte bare stent delivery system (sds) it was noted that the stent had dislodged from the stent delivery balloon. The stent was found loose in the package and did not come into contact with the patient. The procedure was successfully completed with a different device with no patient complications reported.